Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). According to received information the air gas module was exchanged in the ventilator and this solved the failing per-use check test. According to the received device log files it could be confirmed that the internal leakage test has failed with a minor leakage. The sub-test that tests the gas modules more carefully passed without deviations, which indicates that there is no fault with the gas module. A possible cause is that the sub-test failed due to a minor leakage in a connector that was repaired/solved when the air gas module was changed. This has not been determined. The internal leakage test is a sub-test during pre-use check used to self-test the device. If any fault is detected during pre-use check, the device shall not be used for patient treatment according to user manual. Despite of many reminders, the air gas module has not been received for investigation, the cause of the reported failure could not be determined. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017.

Event description:
Importer reference # (B)(4). Manufacturer reference # (B)(4).